Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that they experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the arm. On 07/17/2024, the patient was driving when he started feeling dizzy, lightheaded, disoriented, and confused. Despite his symptoms, which indicated to the patient that he was hypoglycemic, his cgm was reading 117 mg/dl. No bg meter comparison was taken at this time. The patient pulled over at a restaurant and rested. He also drank a bottle of gatorade, ate a banana, and (5) glucose tablets. After 45 minutes to an hour, the patient felt better. The patient did not seek any assistance from a higher level of care. There was no documentation of medical intervention. The patient drove home, and once there his bg meter reading was 155 mg/dl. No cgm comparison value was reported. The patient was ¿okay¿ at the time of report. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.